Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported heart transplant could not be conclusively determined through this investigation. The evaluation of (B)(6) did not reveal any device-related issues. The pump was returned with the driveline cut approximately 9.0¿ from the pump body. The severed portion of the driveline was not returned. The sealed inflow conduit and outflow graft were returned and were secured to their respective pump ports. The device appeared to have been exposed to a fixative agent. Upon disassembly of the returned device, loosely seated, depositions of fixed blood/fixative were observed throughout the entire device. The lack of structure and adherence of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant and/or exposure to a fixative agent. Visual inspection of the remaining blood-contacting surfaces of the device did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 23dec2015. Although no adverse events or device-related issues were reported, the heartmate ii left ventricular assist system instructions for use outlines normal ventricular assist device operation, as well as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient received a heart transplant on (B)(6) 2021. Due to hospital policy, no further information was provided. It was additionally reported on (B)(6) 2021 that the site was unable to answer whether the transplant was due to a device-related issue, but no patient symptoms were reported. The device did reportedly operate as expected.